Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a blood glucose reading of 540 mg/dl. The customer was treated at the hospital with an injection of 12 units of insulin. At the time of the report, the customer stated that she was sweating and felt like she was going to faint. Paramedics were called to assist the customer. It was later learned that the customer was treated by the paramedics for hypoglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, displacement, and high pressure tests passed. Nothing further was reported.